Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.

Event description:
It was reported by customer that the port line broken and leaking. Oncology patient admitted for fever and neutropenia. Additional information received 29 august 2023: the event did not involve an urgent/life threatening medical situation. Nurse discovered on routine assessment. D5.9 at 30 ml/hr infusing at the time of the event. 30 min delay in antibiotic infusion due to need to recess patient. No signs or symptoms reported other than leaking at port site. Patient needed to be de-accessed and re-accessed.